Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported there was 50ml of cyclophosphamide (cytoxan) remaining in the bag at the expected time of completion. This did not include fluid that was in the chamber and secondary line. This infusion was running as a secondary and was programmed at 689 ml/hour, 1490mg/344.5 ml in ns, 30 min infusion. There was additional time in the chair but there was no patient harm. Although requested, no further information provided.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of " underinfusion of cytoxan " based on the crb review and the limited information provided no further investigation actions will be performed. The root cause of the customer¿s complaint that 50ml of cyclophosphamide (cytoxan) remained in the bag at the time of expected completion could not be confirmed; no product or device logs were returned for investigation. The reported issue that 50ml of cyclophosphamide (cytoxan) remained in the bag at the time of expected completion could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported there was 50ml of cyclophosphamide (cytoxan) remaining in the bag at the expected time of completion. This did not include fluid that was in the chamber and secondary line. This infusion was running as a secondary and was programmed at 689 ml/hour, 1490mg/344.5 ml in ns, 30 min infusion. There was additional time in the chair but there was no patient harm. Although requested, no further information provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no further information provided.

Event description:
It was reported there was 50ml of cyclophosphamide (cytoxan) remaining in the bag at the expected time of completion. This did not include fluid that was in the chamber and secondary line. There was no patient harm. Although requested, no further information provided.